Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced ptosis, left sided rupture, and right sided capsular contracture post procedure. As a result, replacement with allergan implants was performed on (B)(6) 2022. The right implant was found to have a thickened capsule during surgery and the implant was removed intact. See 1645337-2022-04754 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on may 11, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. A manufacturing record evaluation was performed for the finished device 7282542 number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).